Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. During the procedure, the lead (along with the lld) became stuck inside the tightrail and was unable to be removed. The physician tried to cut the tightrail but was unsuccessful. With use of countertraction, the lead, lld and the tightrail were able to be removed together out of the body successfully. There was no injury to the patient. This report captures the tightrail device which became entrapped on the ra lead, requiring intervention.

Manufacturer narrative:
The device has been returned to the manufacturer and the evaluation has begun, but not yet completed. A supplemental MDR will be submitted upon completion of the device evaluation/investigation.

Manufacturer narrative:
G3: device evaluation and investigation were completed on 27 apr 2022. H3: the device was returned and evaluated by a cross functional team. A lead, suture and an lld were seen exiting out of the proximal end of the tightrail device. Extensive biologics were seen on and throughout the device. At the device''s distal tip, there was severe marring on the outer jacket. The blades were evenly retracted and concentric with the outer band. Approximately 10 inches from the device''s distal tip, the shaft was cut, exposing the tightrail''s inner coils; no other objects were seen in the device''s shaft near the area that was cut. It was attempted to remove the lead and lld by pulling them out the proximal end of the tightrail, but attempt was unsuccessful. The lld and lead were cut just proximal to the tightrail''s end cap. X-ray confirmed the objects (lead, lld and suture) inside the device''s shaft. The tightrail was cleaned and re-evaluated. With the handle halves separated, severe biologics were seen throughout the device and the trigger tabs showed normal to heavy wear. However, all internal handle components were in good working condition. Due to excessive biologics, the sleeve was unable to rotate around the barrel. After soaking and ultrasonic cleaning the barrel, sleeve and shaft, the device was re-evaluated, with the sleeve able to rotate around the barrel; the barrel and sleeve were in good working condition. The shaft of the tightrail device was then dissected beginning 10 inches from the distal tip, where the shaft was previously cut. A lead was seen stuck in the inner shaft of of the device 4 inches from the device''s strain relief. H6: based on device evaluation and investigation, it has been determined that excessive biologics caused the lead to become stuck within the tightrail''s shaft.